Manufacturer narrative:
An evaluation of the returned device found that the ready plug was broken. The contact output did not make contact to output panel. Replaced parts: ready plug. The unit was calibrated, final tested and unit met all specification. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 36,266 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: preliminary checks: prior to initial installation and use of this esu, performance of the device should be tested in accordance with this manual. Preliminary functional testing: the following checks are recommended upon initial installation of the equipment and prior to each use of the instrument to avoid unnecessary delays in surgery. (Step by step instruction per manual). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 60-8005-001 (system 5000) device was found "sparking/letting off an arc". Further assessment information was requested to determine if the device was in use with a patient; however, after 3 attempts to gain new information no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.